Event description:
The customer reported the system shut down on its own and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.